Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, during the night on (B)(6) 2026, the wearable failed and the patient experienced severe hypoglycemia. His fiancé woke up to the alarm and was able to assist the patient. There were no symptoms or treatment information reported but based on the documentation the patient seemed to require third- party intervention. The patient stated it took an hour and a half for him to recover from the hypoglycemic event. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided. A review of g7 performance data shows that the patient's low alert was set to 81 mg/dl (4.5 mmol/l) with the audio set to sound. The urgent low alert is fixed at 55 mg/dl (3.1 mmol/l); the audio was set to sound and the snooze feature was set to 30 minutes. The urgent low soon alert will notify patients when their estimated glucose values will reach 55 mg/dl within 20 minutes and was also set to sound. The no readings alert was enabled and was set to sound after 20 minutes of continuous brief sensor issue. Data investigation shows that the patient¿s estimated glucose values dropped below the user low alert threshold at 1:04 am on (B)(6) 2026 and the app delivered an urgent low soon alert at partial volume with an egv of 77 mg/dl (4.3 mmol/l). At 1:09 am, the app delivered a second urgent low soon alert, this time at half volume, with an egv of 69 mg/dl (3.8 mmol/l). At 1:14 am, the app delivered a third urgent low soon alert, this time at full volume, with an egv of 69 mg/dl (3.7 mmol/l). The app delivered another urgent low soon alert at full volume at 1:19 am with an egv of 59 mg/dl (3.3 mmol/l). At 1:24 am, the patient's estimated glucose values breached the urgent low alert threshold and the app delivered an urgent low alert at partial volume with an egv of 50 mg/dl (2.8 mmol/l). At 1:29 am, the app delivered a second urgent low alert, this time at half volume, with an egv of 42 mg/dl (2.3 mmol/l). At 1:34 am, the app delivered a third urgent low alert, this time at full volume, with an egv of low (less than 40 mg/dl or 2.2 mmol/l). The app continued to deliver urgent low alerts at full volume every five minutes until 2:29 am, at which point the patient entered a period of brief sensor issue. Starting at 2:49 am, the app began delivering no readings alerts at partial volume every five minutes until the sensor finally failed at 5:09 am. A sensor failed alert with partial volume was delivered at this time. Another sensor failed alert, this time at full volume, was delivered at 5:15 am; this alert was acknowledged immediately and was the only acknowledged alert during the entire investigation window. The reported complaint is undetermined. Although the patient experienced prolonged brief sensor issue as well as a sensor failure, the app had delivered several audible urgent low soon and urgent low alerts prior to the aforementioned issues. The root cause of the hypoglycemic event could not be determined. No additional patient or event information is available.